Manufacturer narrative:
Product event summary: it was reported that the patient pack¿s clip was damaged during the initial controller set up. The patient pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed as the unit was not returned and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to inadequate stitching of the clip and/or an excessive force applied onto the clip during the controller set up. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that one of the clips on the patient's carrying case broke while tightening the strap. The carrying case was replaced. No patient complications have been reported as a result of this event.